Manufacturer narrative:
Device investigation narrative - one 4.5mm cannulated endoscopic drill was returned for evaluation. Visual assessment of the drill showed it is bent in multiple directions. This condition has caused the flex portion of the drill to reduce in cannulation size at the bend location. A 2.4mm flexible passing pin ((B)(4)) was used to test the cannulation, the pin passed as intended until it reached the area that was bent. The pin was passed from both the proximal and distal ends of the drill with the same result. It appears that excessive force was placed on the drill causing the reduction in cannulation resulting in the difficulty to remove the passing pin. Per the device IFU (B)(4) under precautions ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the flexible pin broke inside of the drill flexible endoscopic cann. 4.5mm reamer and could not be removed. A back up reamer was used. Minimal delay was noted and no patient impact as a result.